Event description:
It was reported that device diagnostics resulted in high impedance. The patient's mother reported that the patient's behavior and seizures have been "terrible" since (B)(6) 2014. The patient was referred for generator and lead replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
The patient had generator and lead replacement on (B)(6) 2015. The explanted products were discarded, so analysis is unable to be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.